Event description:
It was reported that this pacemaker was found to be operating in safety mode and exhibited no magnet response. This device was subsequently explanted, replaced and was not returned. Other than the surgical procedure, no additional adverse patient effects were reported.